Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella rp flex pump experienced multiple complications during patient support. Two days into support, low purge pressure alarms began to appear. Troubleshooting identified no notable leaks and purge cassette replacement failed to resolve the issue. That same day, pump flows began to drop and the pump stopped unexpectedly. The pump was able to restart, but the decision was subsequently made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿ do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Manufacturer narrative:
The investigation into the temporary pump stop and the purge leak ¿ pump issues has been completed since the original report was filed. The pump was returned for investigation. Biomaterial was found wrapped around the impeller blades. Upon removal of the biomaterial the pump ran at optimal flows and without any issues. The root cause of the temporary pump stop issue was biomaterial found on the impeller blades. The root cause of the purge leak - cassette issue was not determined since the affected purge cassette was not returned for investigation. In accordance with updated procedures, section d6 has been revised from the initial submission.